Event description:
Subsequent to the initial MDR, voluntary MDR/medwatch report was received on 02/10/2026. It has been reported that there was a cgm consistently off over 100 points difference in in readings. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) voluntary MDR/medwatch report number mw5182216-mw5182219 please see related records (B)(4). A2 age number - correction. A2 date of birth - correction. B5: describe event or problem - correction/additional information. E4: initial report also send to FDA - additional information. G2: report source - additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data/ related report numbers. H11: additional narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No injury or medical intervention was reported.